Event description:
It was reported that on (B)(6), the patient underwent a revision surgery to replace a competitor's cup and couple it with a femoral head and stem. However, it was discovered that they did not fit and the revision surgery was aborted. On (B)(6), another revision surgery was performed and again the competitor's insert did not fit. The femoral head was removed and the case was delayed for 1-2 hours.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The head showed signs of damage on the inferior chamfer due to the extraction of the device. The taper region of the femoral head is a 14/16 geometry. A review of complaint history revealed that we have not had any previous complaints for this batch/failure mode. No further actions are being taken at this time.

Manufacturer narrative:
Correction/ additional information.